Event description:
On (B)(6) 2013, it was reported that the patient alleged that her infusion device did not deliver insulin accurately and the device did not provide a warning or error message. The patient was taken to the hospital by ambulance and admitted to the hospital with ketoacidosis. During the event, the patient's blood glucose level ranged from 18.4 mmol/l to hi (331.2 mg/dl to hi). The patient was treated with natrium chloride in the ambulance and novorapid and calcium at the hospital. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.